Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 38 mg/dl. The customer stated she has noticed morning low blood glucose three to seven times throughout the week. Customer declined troubleshooting for low blood glucose stating she will follow-up with her health care professional. The customer requested assistance in viewing basal rates and was advised to call back for further assistance for making adjustments to the insulin pump. The product was not returned for analysis.